Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer's sister reported via phone call that the customer was hospitalized due to the customer passing out twice. Customer was found unconscious at home. Customer's blood glucose was unknown. Customer's blood glucose at time of call was 98 mg/dl. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.